Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: no observed openigns on the device. -pain:unable to observe as it is a medical event that is not related to the device. -crease folding of implant: no observed crease on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "experiencing change in size; unsure of leak; pain in right side as well" and "possible rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Creases/folding of implant: was observed, fold creases. Pain: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. Wear abrasion is observed. Black particles were observed on the shell. No further actions are required as the device was implanted."

Manufacturer narrative:
Additional, changed, and/or corrected data: patient weight, event date, device explant date, MFR site information, adverse event problem. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: observed creases. It is not possible to determine the lot number or catalog through the photos provided. Type of medwatch report(g6): submitting follow up as initial due to system error in gateway.

Event description:
Device has been explanted.